Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, and the pump was exposed to moisture. The customer received the frozen display, and there was no response from any button. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the critical pump error, explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the fluid in the pump, but there is no visible fluid in the pump. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. Troubleshooting was performed for the frozen display screen with no response to button presses. Time clock advanced. The pump alarm occurred prior to or during frozen display. The error table indicated the pump should be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download files and traces using thump download due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. However, unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly. The following were noted during visual inspection cracked battery tube threads, missing serial number label, broken belt clip rails, cracked case near belt clip rails and cracked keypad overlay at select button. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Cosmetic damage was confirmed at the back of the pump area and belt clip compartment. Unable to confirm unresponsive keypad, frozen screen, due to critical pump error alarm. Unit was confirming per exposure to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.